Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? No further information is available. What is the procedure date? No further information is available. Was the clogged drain replaced surgically during a second procedure? No further information is available. Were there any patient consequences? If so, was there any associated medical or surgical intervention? There were no adverse consequences to the patient. Please clarify, was the clogged drain a jnj blake drain? If yes, please provide product code and lot number. No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an esophageal procedure on an unknown date and absorbable hemostat was used. After completion of reconstruction, it was washed, and the absorbable hemostat was sprayed. After spraying, the wound was closed without washing away excess. After the operation, the drain was clogged with the excess absorbable hemostat, so the drain was replaced. It seemed that the surgeon knew it wasn't used properly, but he did not assume that the excess would be clogged. Additional information was requested.